Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station logged out due to configuration issue. A technical support specialist advised the user to adjust time-out settings from es server to resolve the issue. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that a pyxis anesthesia es system station logged out the anesthesia provider during a procedure, resulting in a delay in the administration of medication. There were no adverse events or injuries reported based on this event.